Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button was not longer work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not respond to keypad presses. Did not note any signs of previous moisture presence on the boards and motor inside the unit. After swapping the boards into another case and then swapping a known good electrical board 2 onto electrical board 1, the keypad anomaly persisted and seems to be isolated to electrical board 1. Unable to perform displacement, and self tests due to the keypad anomaly.